Manufacturer narrative:
The calibration and quality control results were in range when the sample was tested. Siemens continues to investigate. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Mdrs 1219913-2020-00507 and 1219913-2020-00509 were filed for results from the same patient sample tested on different dates.

Event description:
The customer observed nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) results for a positive covid patient on multiple dates. Two of the advia centaur xpt sars-cov-2 total (cov2t) results for this patient resulted reactive (positive) upon repeat testing. The sample was sent to another laboratory and the result was reactive. The initial nonreactive result was reported. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00508 was filed on november 9, 2020. Additional information - november 20, 2020: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive and false nonreactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients". A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. The advia centaur sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. MDR 1219913-2020-00507 supplemental 1 through MDR 1219913-2020-00509 supplemental 1 were filed for testing of the same sample on different dates.